Event description:
Patient was revised to address loosening of the srom sleeve. Update: (B)(6) 2012 - litigation papers received. They allege that the patient suffers from severe pain, discomfort, swelling, and difficulty sleeping. An invoice was located and the part/lot information was added for the metal liner and femoral head. Initial emdrs were created.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: correction: manufacturing facility: depuy (B)(4). New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. Patient was revised to address loosening of the srom sleeve. Doi (B)(6) 2006 - dor (B)(6) 2012 (right hip). Update 7/3/12 - litigation papers received. They allege that the patient suffers from severe pain, discomfort, swelling, and difficulty sleeping. An invoice was located and the part/lot information was added for the metal liner and femoral head. Initial emdrs were created. Update 7/11/12 - plaintiff¿s preliminary disclosure form was received, which identified the patient's name, "(B)(6). The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update: 11/19/2012 - pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Aug. 20, 2014 updated patient and product codes: lm. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what was previously alleged, ppf alleges loosening of stem. Added facility name, added revision hospital/account name. Added stem 563516, lot # 2016219. After review of medical records for the MDR reportability, there is no new information.